Event description:
It was reported "the alarm for helium leakage was raised during operation of the machine after placement of the tube, and after with drawal of the machine, the tip of the central chamber was found to be broken". Additional information states that the catheter was changed to continue therapy. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a plastic bag. Upon re-turn, the teflon sheath was noted connected to the hemostasis cuff. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The short arterial pressure tubing was noted connected to the iabc luer. The iabc central lumen was noted broken at approximately 1.7cm from the iabc distal tip. Bends to the iabc central lumen were noted at approximately 10cm, 19.5cm, 40.8cm and 55.8cm from the iabc luer. Dried blood was noted on the exterior sur-faces of the returned sample. No obvious blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation, indicating a crossover leak between the iabc helium pathway and iabc central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire exited the central lumen and entered the bladder at the location of the broken central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 9.9cm and 20cm from the iabc luer, which are the locations of the previously noted bends. The guidewire met resistance and could not advance at approximately 40.5cm from the iabc luer, which is the location of the previously noted bend. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "the tip of the central chamber was found to be broken" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken near the iabc distal tip. The iabc bladder was fully intact with no damage or abnormalities noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "the alarm for helium leakage was raised during operation of the machine after placement of the tube, and after withdrawal of the machine, the tip of the central chamber was found to be broken". Additional information states that the catheter was changed to continue therapy. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".